Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29mm sapien 3 ultra resilia implanted with 5cc of extra contrast successfully. When removing the 29mm commander delivery system, the delivery system balloon was difficult to remove from the 16f esheath. The delivery system was getting caught on the sheath distal tip during withdrawal after the valve was deployed. The sheath was accordioned within the vessel. The delivery system was advanced further, and the sheath straightened out. The sheath and delivery system were then removed as a unit. Separation was noted between the delivery system balloon and the delivery system balloon catheter junction. Dissections were observed. Right sided iliac dissection was not treated as it was not flow limiting, the right common femoral dissection required 2 additional closure devices. A new sheath was used to tamponade the vessel until closure could be performed. The patient was stable post procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-03787. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for evaluation. Provided post procedural device imagery was reviewed and confirmed the complaint events. 3mensio imagery was provided and the following was noted: patients right access vessel and aortic bifurcation had presence of tortuosity and calcification. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events were confirmed based on review of provided device imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Regarding the reported withdrawal issues, per review of provided post procedural device images, the balloon was bunched and umbrellaed over the nose tip, with damage noted on the associated sheath. Per the training manual, during the delivery system removal step, the user is instructed to ensure that the balloon is completely deflated prior to pulling the delivery system through the sheath. In this case, per the additional information provided, it was reported that there was likely some retained volume in the balloon during the withdrawal of the delivery system. Withdrawal of an inflation balloon that has had its profile altered (such as containing residual inflation fluid from thv deployment) can cause additional resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. As such, available information suggests that use error (incomplete balloon deflation) may have contributed to the reported event. Regarding the reported balloon tear, per review of provided post procedural device images, a balloon tear was observed. In this case, there was difficulty withdrawing the delivery system through the sheath. High pull force was likely applied to overcome the withdrawal difficulty, which likely contributed to the observed balloon tear. As such, available information suggests that procedural factors (high pull force) may have contributed to the reported event. An investigation was previously initiated to investigate similar events and its associated risks. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.